Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted that, per the mitraclip system instructions for use (IFU) states that: ¿do not use the mitraclip system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection, endocarditis, and / or sepsis¿. All available information was investigated, and the reported improper or incorrect procedure or method (use after expiration) appears to be due to use error as an expired steerable guide catheter (sgc) was used for a mitraclip procedure. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report expiration after use it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An expired steerable guide catheter (sgc) was successfully advanced to the mitral valve, and one clip was deployed. One clip was implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.